Manufacturer narrative:
(B)(4): physio-control evaluated the device and was unable to duplicate the reported blank or lock up failure. However, physio found that the device power on/off button was intermittent. Physio replaced the user interface pcb assembly to resolve the observed failure and completed other repairs. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. Physio-control evaluated the device and was unable to duplicate the reported blank or lock up failure. However, review of the device event data record showed that the device had an intermittent lock up failure. In addition, the device power on/off button was intermittent. Physio replaced the user interface pcb and system pcb assemblies to resolve the power on/off button and lock up problems respectively. Proper device operation was observed through functional and performance testing and the device returned to the customer for use. Further evaluation of the removed user interface pcb found that the on/off button switch was worn and required slightly more pressure than normal to engage. The system pcb assembly was evaluated and further cause for the lock-up issue could not be determined.

Event description:
It was reported that the device display was blank and it locked up. The device could not provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported blank or lock up failure. However, physio found that the device power on/off button was intermittent. Physio replaced the user interface pcb assembly to resolve the observed failure and completed other repairs. Proper device operation was observed through functional and performance testing and the device returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control is in the process of evaluating the device and continues to investigate the reported failure. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.